Event description:
It was reported that the patient underwent an unknown surgery and experienced a partial wound dehiscence within 24 hours post closure. Patient was returned to surgery for closure. Attempts were made, but no additional information was provided. (B)(4).

Manufacturer narrative:
Device location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted.